Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/17/2014 with the following findings: evidence of partially discharged batteries being installed for use was observed in the black box data; user error caused the reported battery-life issue. The pump powered on with the returned battery cap. Evaluation revealed that the pump drew electric current at levels within the specifications: the reported battery-life issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. The following device failures are unrelated to the reported battery-life issue: the threads of the battery compartment and returned battery cap were observed to be damaged. The battery compartment was found to be cracked in the thread area and below the grip pad. The returned battery cap was unable to secure to the pump per the instructions for use (IFU) due to the battery compartment and cap damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that battery life was shorter than expected. Also, it was reported that the battery compartment was cracked and the threads of the battery cap were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.